Event description:
It was reported to boston scientific that during a colonoscopy procedure using radial jaw 3 biopsy forceps, the needle was bent to the side and cut the endoscope working channel. The procedure was completed, when the physician noticed leaking in the working channel. Patient is reported to be "fine".